Event description:
It was reported that an ilet user experienced persistent hyperglycemia with glucose values around 344¿400 mg/dl following multiple supply changes and a recent infusion set change, with device logs showing extended periods of suspended or absent insulin dosing and inconsistent meal announcements. Investigation of this case revealed an unclear cause, with potential contributory factors including missed meal announcements and possible suboptimal site performance after recent supply changes. Symptoms included headache and polyuria associated with high blood glucose. Outcomes included user coaching and troubleshooting without need for medical intervention. It was concluded that the event involved hyperglycemia with indeterminate root cause, and additional user training and a site change were recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.